Event description:
It was reported to minimed that the customer experienced a loss of communication between the insulin pump and transmitter. The customer reported no adverse event. The event involved product(s) mmt-7841zw. Troubleshooting was performed and confirmed transmitter serial number was programmed in pump. Pump in process of making multiple attempts to re-establish communication with the transmitter. No harm requiring medical intervention was reported. No product return is required for mmt-7841zw.